Event description:
Hooked irrigation bags to tubing threaded tubing through pump. Turned on pump. Pump said to remove tubing for system check. Removed tubing, system check completed = ok. Rethreaded tubing into pump. Started to prime tubing. Water came spraying out from where its threaded through pump. Stopped pump and changed out tubing. Rethreaded and primed without issue. First tubing noted to have a pin hole in bladder of squared chipped plastic piece, where fluid was leaking out.